Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to erosion. Reportedly, the patient wore overalls that rubbed right over the device and the leads. In addition, the physician noted that the site was not infected as culture sensitivity test resulted with no bacteria. There were no additional adverse patient effects reported. The pacemaker was explanted.